Manufacturer narrative:
A ge service rep performed an on site investigation. The lead shielding was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system protective barrier on camera cover is missing the lead shielding. No patient injury was reported.